Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: on investigation, the display did not demonstrate any signs of dimness, fading or discoloration. Investigation did not duplicate the alleged display issue. Unrelated to the original complaint, the battery compartment was noted to be cracked both above and below the bumper pad. There was damaged to the pump case noted near the upper and lower right corners between the display lens and the pump cover.